Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutpro-29-us, serial/lot #: (B)(4), ubd: 28-may-2021, UDI#: (B)(4). Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was prepped and fluoro checked successfully. The native valve was pre-dilated using a 20 millimeter (mm) balloon aortic valvuloplasty (bav). A 14 fr sheath was removed, and the 14 fr inline sheath was inserted over the guidewire. The valve successfully crossed over the aortic valve. The patient was paced at 180 beats per minute (bpm), and deployment was made. An appropriate depth was viewed on fluoroscopy, therefore the valve was released. Upon full release, the valve appeared constrained. A 24 mm balloon was inserted and inflated. Upon doing so, the valve dislodged from the annulus into the aortic root. An angiogram was performed which revealed appropriate coronary perfusion and wide open aortic insufficiency. The 24 mm balloon was then expanded within the valve to move the valve up into the ascending aorta. A second valve, was then prepped, loaded and fluoro checked successfully. The valve was pushed over the aortic arch and through the first valve in the ascending aorta. The valve was then deployed to 80% with an appropriate depth was viewed on fluoroscopy. The valve was released and was in an appropriate position with no aortic insufficiency, as confirmed via echocardiogram. The patient was discharged to post-operative care. The patient was then taken to computed axial tomography (cat) scan, where a stroke was identified. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the ischemic stroke resolved ten days following the valve implant procedure. Per the physician, it is unknown what caused the stroke or if the device was a contributing factor. A calcified aortic valve may have been a contributing factor. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.